Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this newly implanted implantable cardioverter defibrillator (ICD) system exhibited unsuccessful right ventricular automatic threshold (rvat) tests. Review of remote monitoring data showed elevated heart rates mostly due to premature atrial contractions (pacs) and sick sinus syndrome, with rv pacing observed on the day of implant only. Technical services (ts) reviewed troubleshooting options, and recommended rv lead evaluation at the upcoming wound check. This rv lead remains in service. No adverse patient effects were reported.